Event description:
At a regular fitting appointment, affected channels were noted. The parent reported they had been at a festival and the user had been on many rides but it is unknown if he had fallen. The user has developmental delays and has limited language; however, the performance was reportedly fine before the affected channels were noted. The recipient was re-implanted on (B)(6) 2020.